Event description:
The patient's mother reported the patient experienced elevated blood glucose of 11.7 mmol/l (210.6 mg/dl) at 7:30 am on (B)(6) 2010 and a bolus of 2.5 units was delivered through the infusion device. The mother stated that she watched the bolus count down on the display of the infusion device. At 12 pm the patient's blood glucose measured 19.5 mmol/l (351 mg/dl). The mother viewed the bolus history in the infusion device and the 2.5 bolus was not listed. She programmed another bolus and viewed the bolus history and the bolus was listed. She stated this occurred again on (B)(6) 2010. The patient's blood glucose measure 3.1 mmol/l (58 mg/dl) at 7 am and a bolus of 3.1 units was programmed before the patient ate. The mother stated she watched the bolus count down on the display of the infusion device. At 12 pm the patient's blood glucose measured 14.9 mmol/l (268 mg/dl) and the 3.1 unit bolus was not listed in the device bolus history. The time and date were programmed correctly. No error messages were listed in the device alarm history indicating a reason why the bolus was not delivered. No further information is available. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.